Manufacturer narrative:
(B)(4). PMA/510(k) # k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a product demonstration for product education (no patient involvement), fluid could not be drawn through the red one-way valve and into the cook bakri postpartum balloon with rapid instillation components, it appeared the valve was not working.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. The investigation also included review of complaint history, device history record, quality control data, specifications, and trends. One device was returned for investigation. A functional test was performed and it was noted the device leaked at the red fitting. A visual examination noted the fitting is cracked. The device history lot record for lot number 8129762 was reviewed and no related non-conformances were observed. A review of complaint history for the complaint device lot number revealed this is the only complaint associated with lot number 8129762. The cause for the crack in the fitting was not able to be identified. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.